Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Olympus medical systems corp. (Omsc) presumed that a temporary malfunction of the ap board might be a possible cause related to a malfunction event. In addition, as described below in the instruction manual, it is also possible that an electric contact failure occurred due to incomplete connection with the main unit or adhesion of foreign matter (on the scope side). This might have caused the reported event. Securely connect the endoscope or camera head. There is a possibility that noise may be generated in the images or the connection may be disengaged and the images may not be output.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during an unspecified timing, scope communication error b30 occurred. There was no report of patient injury associated with the event.